Manufacturer narrative:
Additional information has been requested. The respondent stated no further information will be forthcoming. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
Report received from (B)(6) stated that the vitrectomy cutter does not cut. No patient impact. No further information is available.